Event description:
This case was initially received via regulatory authority ((B)(6)) on 19-apr-2019. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("haemorrhagic menstrual period") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criterion medically significant), pain ("ache all over, I'm constantly suffering"), alopecia ("hair loss"), migraine ("migraines"), formication ("formication in hands"), nausea ("nausea"), fatigue ("fatigue, I'm tired") and vaginal disorder ("recurrent vaginosis"). At the time of the report, the menorrhagia, alopecia, migraine, formication, nausea and vaginal disorder outcome was unknown and the pain and fatigue had not resolved. The reporter provided no causality assessment for alopecia, fatigue, formication, menorrhagia, migraine, nausea, pain and vaginal disorder with essure. Further company follow-up with the regulatory authority is not possible. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and their non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 19-apr-2019. The most recent information was received on (B)(6) 2022. This spontaneous case was reported by a consumer and describes the occurrence of heavy menstrual bleeding ('haemorrhagic menstrual period') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), endometriosis ("endometriosis"), adenomyosis ("adenomyosis through in the head but especially in the back"), pulmonary embolism ("pulmonary embolism"), pain ("ache all over, I'm constantly suffering"), formication ("formication in hands"), nausea ("nausea"), fatigue ("fatigue, I'm tired"), alopecia ("hair loss"), vaginal infection ("recurrent vaginosis, vaginal infections"), migraine ("migraines"), blindness ("loss of vision"), musculoskeletal pain ("joint and muscle pain") and fibromyalgia ("fibromyalgia"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the heavy menstrual bleeding, adenomyosis, pulmonary embolism, formication, nausea, alopecia, vaginal infection, migraine and blindness outcome was unknown and the endometriosis, pain, fatigue, musculoskeletal pain and fibromyalgia had not resolved. The reporter provided no causality assessment for adenomyosis, alopecia, blindness, endometriosis, fatigue, fibromyalgia, formication, heavy menstrual bleeding, migraine, musculoskeletal pain, nausea, pain, pulmonary embolism and vaginal infection with essure. The reporter commented: consumer reported in follow up report, "after removal I was told that I had fibromyalgia", the pain was still present and even worse. On top of it, she "just had a pulmonary embolism". The fatigue was still gripping and muscle and joint pain despite treatments quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 10-feb-2022: follow up report was received from consumer via health authority: essure insertion date and (new:) removal (plus date) reported. Consumer reported new events: joint and muscle pain, loss of vision, endometriosis, adenomyosis through in the head but especially in the back, after removal I was told that I had fibromyalgia. Declared to have fibromyalgia, the pain is still present and even worse. On top of it, I have just had a pulmonary embolism. The fatigue (reported previously but outcome added) was still gripping and muscle and joint pain despite treatment. Event vaginal disorder was specified to vaginal infections. Also: imdrf-FDA synchronization based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 19-apr-2019. The most recent information was received on 21-feb-2022. This spontaneous case was reported by a consumer and describes the occurrence of heavy menstrual bleeding ('haemorrhagic menstrual period') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), endometriosis ("endometriosis"), adenomyosis ("adenomyosis through in the head but especially in the back"), pulmonary embolism ("pulmonary embolism"), pain ("ache all over, I'm constantly suffering"), formication ("formication in hands"), nausea ("nausea"), fatigue ("fatigue, I'm tired"), alopecia ("hair loss"), vaginal infection ("recurrent vaginosis, vaginal infections"), migraine ("migraines"), blindness ("loss of vision"), musculoskeletal pain ("joint and muscle pain") and fibromyalgia ("fibromyalgia"). The patient was treated with surgery (essure removal). Essure was removed on 20-oct-2019. At the time of the report, the heavy menstrual bleeding, adenomyosis, pulmonary embolism, formication, nausea, alopecia, vaginal infection, migraine and blindness outcome was unknown and the endometriosis, pain, fatigue, musculoskeletal pain and fibromyalgia had not resolved. The reporter provided no causality assessment for adenomyosis, alopecia, blindness, endometriosis, fatigue, fibromyalgia, formication, heavy menstrual bleeding, migraine, musculoskeletal pain, nausea, pain, pulmonary embolism and vaginal infection with essure. The reporter commented: consumer reported in follow up report, "after removal I was told that I had fibromyalgia", the pain was still present and even worse. On top of it, she "just had a pulmonary embolism". The fatigue was still gripping and muscle and joint pain despite treatments quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 21-feb-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (19-apr-2019. The most recent information was received on 26-apr-2019. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("haemorrhagic menstrual period") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criterion medically significant), pain ("ache all over, I'm constantly suffering"), alopecia ("hair loss"), migraine ("migraines"), formication ("formication in hands"), nausea ("nausea"), fatigue ("fatigue, I'm tired") and vaginal disorder ("recurrent vaginosis"). At the time of the report, the menorrhagia, alopecia, migraine, formication, nausea and vaginal disorder outcome was unknown and the pain and fatigue had not resolved. The reporter provided no causality assessment for alopecia, fatigue, formication, menorrhagia, migraine, nausea, pain and vaginal disorder with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 26-apr-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and their non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.